Event description:
Reporter stated that pt performed back-to-back blood glucose tests, using the suspect device, with results of 259 mg/dl, 51 mg/dl, and 55 mg/dl. Reporter indicated that, based on these values, pt self-treated by drinking orange juice. Ten minutes later, pt reportedly retested blood glucose and obtained a result of 107 mg/dl. No add'l treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.